Event description:
As reported to davol by the pt's attorney: (B)(6) 2009: the pt was implanted with a bard composix l/p in the lower abdomen during a laparoscopic repair of incarcerated incisional hernia. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney's report alleges that in 2009 the pt underwent hernia repair with a composix lp mesh. A specific device failure was not alleged and medical records have not been provided. We have contacted the initial reporter to request additional information. No product code or lot number was provided; therefore, a manufacturing review could not be performed. Additionally, no sample has been returned for eval. This MDR includes all pt, event, and device information davol has received to date. If additional event and/or eval information is obtained, a follow-up MDR will be submitted.